Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the keypad was found to be intact and functioning appropriately. Unrelated to the complaint, the pump load step did not detect the cartridge. The pump was opened and the display screen was found to be dislodge and the force sensor pins were disconnected and contamination was found in teh force sensor assembly. A force sensor calibration test was performed and the force sensor was found to be out of calibration. Also unrelated to the complaint, the display screen was found to be dim and miscolored which would not be likely to cause an adverse event as the issue is obvious and detectable to the patient. (B)(4)